Manufacturer narrative:
On 6/21/2021, mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant appears foggy/discolored. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The cloudy gel in the reported devices does not affect form, fit, or function of the device, but it may be deemed visually unappealing by the customer. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 325cc appeared to be discolored , it looked foggy intraoperatively. As a result, the device was replaced with mentor memorygel breast implant 275cc. There was no report of a procedural delay or any patient consequence.

Manufacturer narrative:
On 1/18/2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).